Event description:
Medtronic received a report of a fractured heart wire at the joint of the electrode and lead. The electrode and pig tailed wire remain attached to the ventricular wall upon attempting to remove it after 52 days of implant in this pt. No adverse pt effects were reported.

Manufacturer narrative:
Eval = device history could not be reviewed as the serial number was not reported. Results = the product has not been returned for analysis. Conclusion = cause of event attributed to user error. Analysis: the product has not been returned for analysis. Conclusion: without the serial number, the device history could not be reviewed. The surgeon acknowledged that this may be a possible side-affect of leaving the electrode in the pt's body for such a long time. The IFU clearly states that the product is designed for use within 7 days.